Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed, but not duplicated. Failure code 810:11 was caused by the ail pcb (air in line printed circuit board) out of calibration. The ail board was replaced. This device has been previously service by baxter but not for the reported condition of failure code 810:11. A follow-up report will be submitted if additional information becomes available. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
It was reported that the patient developed a pnemothorax; therefore, the physician is hesitant to change the 4568 lead. The 4568 lead had low impedances. Follow up was unable to determine which lead resulted in the pnemothorax. The device was changed out and both leads remain in use. No further patient complications were reported as a result of this event.

Event description:
During baxter's review of the device event history, it was discovered that failure code 810:11 occurred during delivery on (B)(6) 2010. There was an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information become available.